Event description:
It was reported that the patient presented for remote follow up via merin.net. A review of the transmission showed that inappropriate high voltage (hv) therapy was delivered by the implantable cardioverter defibrillator. Inappropriate anti-tachycardia pacing (atp) was attributed to misdiagnosis of supraventricular tachycardia. Subsequent programming interventions were made. There were no patient consequences.